Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "just opened this implant. Circulator noticed hair-lint piece on the outside of the inner plastic tray that contains the implant. It was not inside of the final tray holding the implant."

Event description:
Healthcare professional reported via sales representative an unknown side "just opened this implant. Circulator noticed hair-lint piece on the outside of the inner plastic tray that contains the implant. It was not inside of the final tray holding the implant." Device was not implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Contamination-hair/fiber on device: it is observed. But, an evaluation cannot be performed, since the device is not in the laboratory for better analysis. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, via sales representative. An unknown side "just opened this implant. Circulator noticed, hair-lint piece on the outside of the inner plastic tray, that contains the implant. It was not inside of the final tray holding the implant". Device was not implanted.

Event description:
Healthcare professional reported via sales representative an unknown side "just opened this implant. Circulator noticed hair-lint piece on the outside of the inner plastic tray that contains the implant. It was not inside of the final tray holding the implant." Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ hair/fiber in implant and contamination-hair/fiber on device: observed fiber out of specification, it is not considered a workmanship since it was received with the opened package, however, a further investigation will be requested to review this case. No other observations observed. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1211342 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Based on the device analysis performed, the event of hair-fiber on implant is confirmed, as it was observed fiber out of specification, however, it is not considered a workmanship since it was received with the opened package. A review of the current risk documents pfmea-bi pkg and lblg rev 11.0 was performed, and the event of particulate matter on the product is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event only inv# (B)(4) in january 2024 no additional actions are deemed required at this time. The issues with fiber/hair on implant will continue to be monitored and corrective action taken in the future if deemed appropriate.